Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2017. The patient started to experience mild, periodic pain and swelling on both sides. The surgeon reported that her left side had become infected and that she had developed a draining fistula in early (B)(6) 2018. He debrided the fistula and removed the left fossa component on (B)(6) 2019. Tissue samples were taken for microbiological testing, and the results showed growth of (B)(6). After the infection has resolved, the surgeon will evaluate her occlusion and determine what additional treatment is appropriate.

Event description:
The patient had surgery to remove the left fossa component due to infection.